Manufacturer narrative:
(B)(4). Batch # r5a25m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number r94j1x, and no non-conformances were identified.

Event description:
It was reported that during a semi-open right middle lobectomy, the knife moved forward all the way but did not return to home position at the firing. The device was used on the pulmonary vein. The jaws did not open, so that the manual override lever was used to release the device. The staples were formed as intended properly. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.